Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, the guidewire would not pass through the lumen of the lead. The lead was not implanted and a new lead was attempted. The second lead dislodged due to the patient's anatomy and was not implanted. A new lead was implanted and remains in use. No patient complications have been reported as a result of this event.